Event description:
After giving a flu shot, nurse attempted to activate the safety-lok syringe. Nurse reported that the safety barrel was tight and she was unable to activate the device. Her hand slipped and punctured the second finger of her right hand.